Event description:
Caller reported that pump battery depleted too quickly, but it did not lead to a pump shutdown. There was no adverse impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy.